Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 1173181. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event and previous investigations into this product family our engineer shave determined that the most likely root cause for this event is the presence of silicone residue on the sleeve stopper. Silicone is used in the manufacture of this device and can reduce the friction imparted on the surface of the sleeve stopper. To monitor occurrence such as these our team implements a pull test to confirm that the sleeve stopper is properly fixed into its position; we have increased the force requirements for this test as well as updated our finished goods inspection list and adjust temperature settings on the heat tunnels to increase the grip of the sleeve stopper.

Event description:
It was reported that the bd¿ prn adapter stopper fell off during use. The following information was provided by the initial reporter, translated from chinese to english: the infusion needle was connected to the prn and then the tube was rinsed, the yellow stopper of the prn fell off, and the heparin cap was replaced and the infusion set was re-administered.